Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation and no photo was provided; complaint not confirmed. Most likely cause is attributed to over-torqueing/over-engaging the handle with the nail.

Event description:
On 10/18/2022, it was reported by a sales representative via sems that (2) 0468-100 t-handles broke. This occurred on 10/15/2022 during an unknown case when the 2 t-handles broke upon tightening screws during an antegrade femoral nail implantation. There was no additional information provided. Additional information provided on 10/18/2022, it was reported that this incident occurred during a antegrade femoral nail for a midshaft femur fracture. All broken fragments were retrieved.